Manufacturer narrative:
Continuation of d10: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6). Analysis found no anomalies were visually observed. Patient complaint confirmed. Led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient, with an external device. It was reported, that the battery lights on the recharger are continuously scrolling up and down. The patient noticed, the issue yesterday. Patient said, that they charged the implanted neurostimulator about 8-9 days ago and everything was fine. Agent had the patient perform a hard reset of the recharging device in the docking station. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the recharger.